Event description:
This event is reportable based on the product analysis approved on 12/19/2007. It was reported that during a drug-eluting stenting procedure, inflation difficulties occurred. The ostial lesion was more than 50% stenotic and was located in the non-tortuous and non-calcified distal left main trunk. The physician advanced the 4.0x12mm taxus liberte stent to the lesion and placed the stent. Then the physician inflated the balloon to 9atms for ten seconds, but only the proximal portion of the balloon inflated. The physician inflated the balloon again with the same results and then the balloon lost inflation. The device was removed intact and the physician purged it and noticed that it had a leakage in the proximal part of the balloon. The procedure was successfully completed with a 3.0x15mm maverick balloon catheter. Patient status is reported as "stable". However, the returned product analysis revealed that there was pinhole leak in the balloon.

Manufacturer narrative:
Device evaluation: product analysis can confirm the reported complaint. Visual examination of the returned unit found a balloon pinhole leak. The cis unsuccessfully attempted to inflate the balloon using an encore inflation device due to a balloon pinhole leak located over the proximal marker band. The balloon had been subjected to positive pressure. The tip section of the device was visually and microscopically examined, and no issues were noted with its profile that could have potentially contributed to the complaint incident. Solidified contrast media was present inside the inflation lumen of the device. A recommended sized guidewire was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The most probable root cause of the complaint difficulties is due to the design constraints of the product.